Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During follow-up, inappropriate therapy due to noise resulting in oversensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed in clinic, and there were externalized conductors noted on the rv lead. The lead was capped to resolve the event and the patient was in stable condition.